Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "ventilator blower motor and system board were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use.